Event description:
A puddle was noticed on the floor below the IV pole where a bag of d5lr was infusing on an alaris pump. Rn followed tubing and noticed that the tubing had broken off at the lowest y-site connection. IV was stopped and a new IV bag and tubing was hung. There was no harm to the pt. The IV tubing bag could not be located so details of tubing lot are not available.